Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the motor device was getting heat. It was not reported if there was a delay in the procedure due to the event, or if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings of the motor device were damaged, the cable/cord/wiring of the device was damaged, the noise level was excessive, rotations per minute (rpm) was below specification, and the locking components were damaged. It was further determined that the device failed pretest for loctite and cable assessments, cutter lock assessment, no short circuit between phases and connector body, no short circuit between hall sensor and connector body, no short circuit between sensor gnd and connector body, safety assessment, rotational speed assessment, noise assessment, air pump assessment, handpiece temperature assessment and hand control assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.